Event description:
It was reported that during an ileostomy takedown procedure when using the device, it appeared that the blade tips were aligned. When firing, they heard the click; then the handle shifted and tore the ileum which caused bleeding. (It was reported that it was like device was not closed, but it was closed.) The amount of blood loss was not known. The case was completed with another device of the same product code, 6 extra sutures and 45 minutes additional or time.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: did the device staple? If yes, what was the appearance of the staples (b-formation, irregular, legs straight)? Irregular. Was the staple line complete? Yes. What was the appearance of the cut line? Not sure. Did the device fully cut? Tore ilium. Was the device difficult to close? No. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape.